Event description:
It was reported that during a laparoscopic unknown procedure, ¿relax pressure on blade¿ was displayed in about 30 minutes. The device looked normal when the doctor checked after the error message was displayed. Although the handpiece was replaced, the error continued. Then, the blade was broken off outside the patient during cleaning. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.